Event description:
It was reported that prior to a surgical procedure at the user facility that the device displays a bias current error. There was a reported delay but the customer confirmed that the delay did not result in any adverse consequences. The procedure was completed successfully. No additional adverse consequences were reported.

Manufacturer narrative:
Follow-up report to document the device evaluation results. The failure for bias current error displayed on the console was not duplicated through functional evaluation and visual inspection. The device was conforming and no additional failures were determined. The device was returned to the customer.

Event description:
It was reported that prior to a surgical procedure at the user facility that the device displays a bias current error. There was a reported delay but the customer confirmed that the delay did not result in any adverse consequences. The procedure was completed successfully. No additional adverse consequences were reported.